Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of testicular pain with draining and fluid volume overload with subsequent hospitalization and diagnosis of pneumonia, sepsis and uremic encephalopathy. However, there is no documentation to show a causal relationship between pd therapy on the liberty select cycler and the patient adverse event. There is an allegation that the liberty select cycler was having unspecified issues causing the patient pain and fluid overload, however, neither of these diagnoses were documented in the patient¿s discharge summary. The etiology of the pneumonia, sepsis and uremic encephalopathy are unknown. The cause of the adverse event cannot be concluded and the liberty select cycler cannot be ruled out as causing or contributing to the adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) requested a new cycler because the patient was experiencing testicular pain during drains. The patient had recently been hospitalized for fluid volume overload. Prior to hospitalization the patient was experiencing severe testicular pain and fluid volume overload. It was initially thought the issue could be related to the patient¿s prostate or the pain could be caused by the catheter shifting due to the fluid overload. Per the pdrn, the patient was having cycler issues (unspecified) and was completing treatment utilizing manual exchanges. The patient presented to the emergency room with shortness of breath, cough and temperature of 102. The patient was already being followed by a vascular surgeon for a venous thromboembolism prior to admission. The patient chest x-ray revealed right small pleural effusion and opacities in the right lung suggestive of pneumonia. The patient was treated with antibiotic albuterol treatment (unspecified) and solumedrol (route, dose, strength, frequency and duration unknown). The patient was hypertensive and treated with unspecified blood pressure medication. The patient was subsequently diagnosed with rapid atrial fibrillation. The patient was also diagnosed with sepsis and uremic encephalopathy, although there is no treatment information documented in the medical records. The fluid volume overload was not addressed in the medical records. The patient completed pd therapy during hospitalization utilizing a baxter machine. The patient was discharged in stable condition after seven days. Since discharge, the patient has received the replacement cycler and has had no reported issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and a smudged label noted. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.